Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent a surgery on (B)(6) 2015, due to a cholesteatoma. During the procedure the electrode array was inadvertently cut. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
This report is filed may 3, 2016.

Manufacturer narrative:
Correction: the correct model # is ci24re (ca), not ci4re (ca) as originally reported. Per the clinic, the device was explanted on (B)(6) 2015, and the patient was re-implanted with a new device during the same surgery. This report is filled (B)(4) 2015. Device not received by manufacturer.